Manufacturer narrative:
The pump passed all operating currents tests as well as the off no power test. The pump was monitored and tested with no blank display noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 8.2 mmol/l. The customer stated that the battery is empty and change the battery, then the screen is blank. The customer tried different batteries and the device was not bumped or dropped. The customer was advised that the device would be replaced.